Event description:
There was no patient involved in this event. This device malfunctioned because the status indicator was not flashing. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was dispatched from heartsine technologies in 2005 and operated successfully until (B)(6) 2009. On this date, it failed a self test due to a low battery. After this date the self tests become irregular. The problem with the device was attributed to a fault in the membrane. A faulty real time clock chip, component u34 was discovered in the device affecting the regular timing of the self tests. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.